Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Customer technical support instructed the caller to inspect the pump's pneumatic tap area, remove an o-ring, clean the area with an alcohol wipe or lint-free cloth, and ensure the cartridge was properly attached. The caller successfully completed the load process and was able to resume insulin.